Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus") and pelvic pain ("pain") in an adult female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, hyperlipidemia, obesity, phlebitis, thrombophlebitis, (B)(6) infection nos, varicella, vaginal bleeding, nicotine dependence, bariatric surgery, uterine dilation and curettage, wisdom teeth removal and paratubal cyst. Concurrent conditions included dysuria, incontinence of urine, dysmenorrhoea and uterine bleeding. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and ibuprofen. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), headache ("headaches"), mood swings ("severe mood swings"), depression ("depression") and uterovaginal prolapse ("uterovaginal prolapse"). The patient was treated with surgery (laparoscopic total hysterectomy, removal of fallopian tubes, laparoscopic uterosacral colpopexy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, urinary tract disorder, headache, mood swings, depression and uterovaginal prolapse outcome was unknown. The reporter considered depression, device expulsion, headache, mood swings, pelvic pain, urinary tract disorder and uterovaginal prolapse to be related to essure. The reporter commented: the essure devices were placed without difficulty with 1 coils protruding into the endometrium on the left and 0 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: patency of the bilateral fallopian tubes status post essure placement. Pathology test - on (B)(6) 2017: cervix: nabothian cysts. Endometrium: secretory endometrium. Myometrium, serosa, left and right fallopian tube: no pathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: foreign body in uterus. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus") and pelvic pain ("pain") in an adult female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, hyperlipidemia, obesity, phlebitis, thrombophlebitis, chlamydial infection, varicella, vaginal bleeding, nicotine dependence, bariatric surgery, uterine dilation and curettage, wisdom teeth removal and paratubal cyst. Concurrent conditions included dysuria, incontinence of urine, dysmenorrhoea and uterine bleeding. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and ibuprofen. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), headache ("headaches"), mood swings ("severe mood swings"), depression ("depression") and uterovaginal prolapse ("uterovaginal prolapse"). The patient was treated with surgery (laparoscopic total hysterectomy, removal of fallopian tubes, laparoscopic uterosacral colpopexy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, urinary tract disorder, headache, mood swings, depression and uterovaginal prolapse outcome was unknown. The reporter considered depression, device expulsion, headache, mood swings, pelvic pain, urinary tract disorder and uterovaginal prolapse to be related to essure. The reporter commented: the essure devices were placed without difficulty with 1 coils protruding into the endometrium on the left and 0 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: patency of the bilateral fallopian tubes status post essure placement. Pathology test - on (B)(6) 2017: cervix: nabothian cysts endometrium: secretory endometrium myometrium, serosa, left and right fallopian tube: no pathologic change.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.